Event description:
On (B)(6) 2015, during incoming inspection at distribution a set screw was found in the hole of a universal rod of a gamma3 target device. X-rays were check for all the recent cases and they found a case where the set screw was not implanted, (B)(6) 2014. The patient had already left the hospital.

Manufacturer narrative:
Investigation summary: referring to product inquiry the set screw, ti gamma3® ø8x17.5mm is stated to be the primary product. No other associated products were reported. The reported set screw, ti gamma3® ø8x17.5mm, is part of the trochanteric nail kit, ti gamma3® ø10x170mm x 125° (cat # 31250170s); the lot code of both nail and set screw is identical. Thus, the device history relates to both nail and set screw (trochanteric nail kit). Review of the device history records of the affected product revealed no conspicuities in material or manufacturing. The device reported was not returned to stryker (B)(6) (¿unnecessary for investigation¿ according to information received). Thus, a physical examination of the set screw was not possible. However, physical examination is deemed dispensable in this case as the issue is about several omitted steps (set screw insertion) during a gamma3 surgery. On request we received following additional information: ¿the root cause of this event is surgeon mistake. The surgeon has inserted a set screw into the hole for extraction rod, not into the gamma3 nail on (B)(6) 2015 surgery. It was not noticed for a while, and the set screw was found on (B)(6) 2015. So there is no instrument fault. The op-reports are not available.¿ the ¿gamma3 trochanteric nail 170 &180 operative technique¿ clearly instructs under chapter ¿lag screw fixation¿: the set screw must be used. The use of the set screw is not an option.¿ review of complaint history, CAPA databases and risk analysis was dispensable in this case as the event was not caused by a deficiency of the product; the root cause of the reported event is not device related, but is rather clearly linked to misuse / deviation from surgical technique (incomprehensible omission of set screw insertion). The absence of the set screw should have been noticed during surgery (B)(6) 2015), not a month later (B)(6) 2015) during instrument check at the distribution site. No non-conformity was identified.

Event description:
On (B)(6) 2015, during incoming inspection at distribution a set screw was found in the hole of a universal rod of a gamma3 target device. X-rays were check for all the recent cases and they found a case where the set screw was not implanted, (B)(6) 2014. The patient had already left the hospital.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.